Event description:
Procedure type: sigmoidectomy. According to the reporter: the first instrument broke the staple line was defective; a second instrument was used, and the same problem occurred. Four units gave the same results. The procedure was converted to an open surgery and utilization of a 50mm linear instrument was done to complete the operation.

Manufacturer narrative:
(B)(4).